Event description:
Boston scientific received information that the right ventricular (rv) lead and device exhibited high out of range shocking impedance measurements. A revision procedure was performed where a fluoroscopy image was taken and the lead was found to be in a good position. Subsequently the rv lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was returned severed at 190 millimeters (mm) from the terminal pin. Two segments were returned totalling 565 mm. It was noted that the tip segment of the lead was missing. Visual inspection found the clear medical adhesive torn and separated from the insulation at the proximal end of the proximal spring electrode and proximal spring was also stretched at this point. The distal end of the proximal spring electrode and the proximal end of the distal spring electrode were separated from the lead body insulation. The lead was severed in the middle of the electrode and the insulation was bunched at 100 to 315 mm from the terminal pin. Lead on lead abrasion was observed at 270 to 75 mm from the terminal pin. The second segment of the lead was x-rayed due to the extraction stylet being returned in the lead. The defibrillation negative coil was found to be fractured at 270 mm from the terminal pin which was determined to be due to the abrasion.